Manufacturer narrative:
The event product was not returned to applied medical for evaluation. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A follow-up report will be provided upon completion of investigation. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Laparoscopic colectomy - "internal valve has found broken during the procedure. The surgeon used different kinds of instruments." Additional information received via email from distributor on february 5, 2017: "they found the value broken after insert the metal clip, then they saw the little piece in the sleeve, and retrieved it. (This unit will be returned when ha contact us for collection)" patient status: "no damage to patient".

Manufacturer narrative:
Note - please be aware that the product was returned and an investigation was conducted. A follow-up report was previously submitted. Please consider this the final report. The event product was returned for evaluation along with a rubber fragment and a piece of unknown material. Upon inspection, engineering noted fragmentation of an internal rubber component of the seal. The rubber fragment returned matched the missing portion on the seal. It was confirmed that the unknown material did not originate from the seal. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Laparoscopic colectomy - "internal valve has found broken during the procedure. The surgeon used different kinds of instruments." Additional information received via email from distributor on february 5, 2017 - they found the value broken after insert the metal clip, then they saw the little piece in the sleeve, and retrieved it. (This unit will be returned when ha contact us for collection) additional information received via email from distributor on february 19, 2017 - "the seal was only torn in the 2nd incident, (B)(4). The close-pictures in the attachment refer to only the first incident, (B)(4)." Type of intervention - na. Patient status - "no damage to patient".